Event description:
Boston scientific received information that a red alert was triggered for low shock impedances on this right ventricular (rv) lead. Boston scientific technical services (ts) was contacted by the local sales representative and stated that there were no electrograms (egm) stored and this was not reproducible. Ts discussed isometrics to be performed. No adverse patient effects were reported. Additional information received states that the impedances had measured at zero. The patient has been seen in the clinic and the impedance measurements were then 61 ohms. The rv lead remains in service.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.